Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo display. The customer's expected fasting blood glucose test result range is 98 - 108 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date was undisclosed and open vial date was undisclosed. The meter memory was reviewed for previous test result history (the date/time not set): (B)(6). Memory concerns:the customer is concerned with the lo in the meter's memory. Customer testing twice a day.